Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise oversensing. Noise could be reproduced in the clinic when the patient elevated their arms. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise oversensing. Noise could be reproduced in the clinic when the patient elevated their arms. The s-ICD system remains in service. No adverse patient effects were reported.